Manufacturer narrative:
Concomitant medical product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. . Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pain relief had decreased starting two weeks prior to (B)(6) 2018. A dye study was done on (B)(6) 2018 and the hcp was unable to aspirate from the catheter access port. It was reported that the patient was being referred to a physician for a revision of the catheter. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the inability to aspirate was not determined. It was reported the pump had not yet been explanted. No further complications were anticipated/reported.